Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they had their rechargeable system replaced because it "wasn't charging the way it should have". The patient stated due to this they had it replaced with non-rechargeable system. The patient  stated they noticed this "literally the first time I had to charge it". Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken.